Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)2017 a patient (pt) called to report while wearing the acuvue oasys brand contact lenses he/she had difficulty removing a left eye lens. The pt reported irritation which was not relieved using over-the-counter eye drops. The pt reported a visit to the eye care provider (ecp) and was prescribed ofloxacin eye drops for irritation and redness 1 drop every two hours until bedtime, then both eyes four times daily for ten days. Pt reported that he/she can¿t recall the diagnosis, but was advised to return if the symptoms did not improve. The date of the event was reported as (B)(6)2016. It was reported that the pt replaces the lenses every two weeks and occasionally sleeps in the lenses. On (B)(6)2017 a call was placed to the pts ecp and additional information was obtained: the pt was seen in (B)(6)2016 and was diagnosed with bacterial conjunctivitis ou; it is not known if a culture was obtained; pt was prescribed ofloxacin every two hours for three days, then four times daily for ten days. The pt was advised to return if symptoms did not improve; pt did not return for a follow-up visit. On (B)(6)2017 a return call was placed to the pt to obtain the lot numbers for the lenses worn at the time of the event. The pt reported that the od lot number and the suspect lenses were discarded. This report is for the pts right eye event. The pts left eye event will be provided in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.